Event description:
It was reported by the nurse that the customer is a student who is a diabetic who takes insulin. Customer comes every morning and checks her insulin. Customer's blood glucose level registered high. The order that they have from the doctor indicates that if it is over 300 mg/dl, she takes 6 units. If it is over 400 mg/dl, she takes 8 units. Customer is using a true result meter. It was also reported that it read high on the meter, which could mean over 500 mg/dl or over 600 mg/dl. Customer was advised to play it safe and to start at 500 mg/dl on the bolus wizard. Customer was then advised to monitor her blood glucose levels. Customer understood. Customer stated that she has left a voicemail with the doctor's office to get some advice from him. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).